Event description:
The customer observed architect analyzer error code 1007 (unable to process test, activated read failure) when reaction vessel (rv) lot 80275p100 was in use. The customer was asked to send the analyzer's result log to abbott for evaluation. Review of the analyzer logs indicated the error occurred three times with the hepatitis b surface antigen assay and the cea assay. For one of the three errors observed, 2 peaks were observed. The customer stated the issue was resolved with a new rv lot. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical products:architect i2000 analyzer, list # 8c89-01, (B)(4).evaluation: no method, results or conclusions can be made at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Concomitant medical device: architect i2000 analyzer, list # 8c89-01, serial # (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.